Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 32mm amplatzer septal occluder was chosen for implant using a 14f non-abbott sheath. During deployment, the physician noted that the device was not taking its proper shape and had a cobra deformation. They tried twice or thrice but, same issue happened and decided to retrieve the device back. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 34mm amplatzer septal occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. The device was returned, and the investigation at abbott could not perform functional testing, due to a damage to the returned device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The final inspection process includes in-process checks designed to detect cobra-like deformation, upon deployment that does not return to its intended form. Additionally, the final inspection involves a 100% visual inspection and a controlled deployment test, where defects such as ¿cobra¿ are explicitly defined and rejected. Therefore, there is no evidence that the deformation occurred prior to shipment. Inspection controls in place are specifically designed to detect device deformation, including cobra-like shapes, bunching, and lipping. The investigation into the reported issue has indicated no evidence of a manufacturing defect. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported damage could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, the recommended size delivery system for use with a 32 mm amplatzer septal occluder is an 12f.